Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of calcification was confirmed through observed calcification. As received, leaflets 1 and 3 were stiff and slightly translucent-like due to dehydration. X-ray demonstrated wireform intact, moderate calcification on leaflet 1 and calcification nodules on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Wireform was exposed at all three commissures. Suture holes were visible around the sewing ring. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported through the implant patient registry, that a patient initially implanted with a 19mm pericardial aortic valve for 4 years 2 months, had an explant procedure completed due to aortic stenosis secondary to calcification. The patient received a 23mm replacement valve. Following the procedure it was reported the patient was transferred to recovery. The current patient status is unknown.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the procedure was due to aortic stenosis secondary to calcification and severe regurgitation. The patient received a 23mm replacement valve. The mitral valve was also replaced with a non-edwards device. The patient tolerated the procedure well with no complications and transferred to recovery. The patient developed complete heart block requiring a ppm on postoperative day 15 because of the complexity of her surgery. The patient was discharged to a long-term care facility.